Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was in 200-210 mg/dl range. Reportedly, customer continued using pump for insulin therapy.